Manufacturer narrative:
This is one event (unspecified injury) of two events reported for the same patient involving one product.

Event description:
The plaintiff's atty alleged that the decedent experienced an unspecified injury on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.